Event description:
It was reported during the event during navigating to the m2 segment, the physician noticed the distal end of the catheter was fractured. It was removed with the long sheath catheter. The device was replace and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated b1 product problem - corrected - no product problem h1 type of reportable event - corrected - no malfunction the device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection the catheter shaft was seen to be kinked/bent in multiple places. No breaks or fractures were noted. Dried procedural fluid was noted throughout the catheters lumen. The catheter tip and hub were intact. During the functional inspection the catheter was flushed, but the patency mandrel could not be passed through the entire length of the catheter due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the catheter shaft broken/fractured during use was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the catheter shaft was noted to be kinked/bent in multiple areas. No breaks/fractures were noted. Dried procedural fluid was noted throughout the catheter's lumen. An assignable cause of 'not confirmed' was assigned to the as reported defect of catheter shaft broken/fractured during use as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. It is probable that while advancing the catheter into the m2 segment, which involves navigating tortuous and narrow vasculature, the catheter was likely to be subjected to excessive mechanical stress while manipulation. This may have contributed to the observed kinking of the catheter shaft. However, the exact cause of the analyzed defects cannot be conclusively determined based on the available information, though it is probable that procedural factors might have contributed. An assignable cause of procedural factors will be assigned to as analyzed damage of catheter shaft kinked/bent and catheter shaft friction as complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The reported event was not related to a serious public health threat, patient death, unanticipated or anticipated serious injury to the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during the event during navigating to the m2 segment, the physician noticed the distal end of the catheter was fractured. It was removed with the long sheath catheter. The device was replace and the procedure was completed successfully with no clinical consequences to the patient.